Event description:
Related manufacturer reference number: 1627487-2019-07379, 3006705815-2019-02399. It was reported that the patient was not getting adequate therapy. The patient was reprogrammed several times without success. As a result the system was explanted on (B)(6) 2019.